Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition was review the user guide and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication is pd patients and is often related to touch contamination during the pd exchange. Based on the information available, the patient¿s peritonitis can be reasonably associated with touch contamination, as reported by the pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and it currently taking antibiotics. During follow-up, the pd nurse reported the patient was having symptoms of cramping and feeling hot related to the peritonitis. Subsequently, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded an elevated white blood cell (wbc) count of 3,918 and gram-positive cocci (organism not provided). The patient was treated with vancomycin 2 grams and ceftazidime 1 gram intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering from the event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the peritonitis event. It was reported the peritonitis was caused by touch contamination during the pd exchange. The nurse stated the patient has been re-trained on infection control procedures and continues pd treatment on the same cycler without any reported adverse effects.